Event description:
In 2008, the pt reported that two weeks ago, black spots appeared on the display of her infusion device. She switched to her backup infusion device. The infusion device was not dropped or exposed to water. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.